Manufacturer narrative:
The sets involved with this event were not returned to mmdg for evaluation. Because mmdg did not receive the sets, we were unable to perform an investigation. Based on the initial reporter's description, however, it appears the device may have been affected by the same master pump mis-calibration as some of mmdg's other products. While investigating a separate pump calibration-related complaint, mmdg discovered that its "master pumps" (kept in the lab and used as a calibration reference) had a calibration shift of up to 6.8% (nominally +3%). When an affected master pump is used to calibrate production and serviced pumps, this calibration shift could lead to over delivery of fluid beyond the label claim of +5%. Curlin pump calibration sets were also calibrated using these same master pumps and are likely to experience the same calibration shift of up to 6.8% (nominally 3%). Certified nfrs (non factory recertification) use these calibration sets to calibrate their pumps. Mmdg will replace all pump calibration sets delivered to those customers that received calibration sets manufactured between march 18 and november 6, 2015.

Event description:
The initial reporter, a representative of one of mmdg's authorized third-partly service centers, informed mmdg that the "calibration sets" they had recently received appeared to have incorrect "offset value"s. The different offset values were causing the volumetric accuracy tests performed by the service center to be off. No patients were involved in the reported event. (B)(4).